Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons that are falling apart when in use. Vagina foreign body in reproductive tract lining is coming off when pulled out. Tampon complication of device removal lining is coming off device breakage. Case description: consumer reported via email that the tampon is falling apart while in use. No serious injury was reported.